Event description:
This rv lead was implanted on (B)(6) 2007. A call to technical services on 1/18/12 states that strip is showing some intermittent pauses in pacing - approximately 1 1/2 seconds. Stored egm is the most recent, from (B)(6) atr event - a few vp beats but cannot tell any info from stored event that would be related to pauses seen on monitor strip. Discussed time and date of event. Possible that someone was running threshold testing or amplitude? Caller checked - no. Discussed possible oversensing - caller noted 9 mv r-vwaves and lead measurements did not indicate any issues. Patient has slow rate in the v and needs pacing, so caller will make the device less sensitive to ensure more pacing. Discussed that this does not resolve the source of the oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).